Manufacturer narrative:
Trackwise # (B)(4). Analysis of production to : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number 25159584. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) a review of the historical data indicates that no other similar complaints was reported for the same lot 25159584 and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov -2019 through oct -2021 was reviewed. There were no triggers identified for the review period. Testing of actual device (10/ 13/ 22) the device was returned to the factory for evaluation on 10/13/2021. An investigation was conducted on 01/19/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was no glue observed on the distal end of the harvesting device. The clear silicone insulation on the tip of the cold jaw was observed to be peeled. Communication/interviews: (4111/213/ 67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Corrected section: h10 trackwise # corrected from (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b3, d4, g4, g7, h2, h4,

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 has what appears to be glue covering the distal end" not used in patient.